Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a broken ceramic tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath has a broken ceramic tip. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "ceramic tip is damaged/parts broke off" occurred due to wear and tear, wrong handling or cracks in the insulation material causing by the impact of a major mechanical force or a fall. Based on the nature of the damage, it is likely that this is a thermo-mechanically induced damage. It is unclear, whether the insulation insert had a previous damage or wear and tear through reprocessing (cds) or from the last procedure. The event can be detected/prevented by following the instructions for use which state: "warning: infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion, -- no dents, -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock orsimilar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.